Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/18/2017 with the following findings: moisture was found in the battery compartment. The battery compartment was cracked from the threads to the left of the grip pad, and from below the grip pad to the case seal. A leak was found in the battery compartment. The pump was opened to find moisture on the piezo and vibration motor. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, and there was moisture. This report is made based on results of investigation completed on 09/18/2017.